Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. After further investigation, on march 5, 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-02033.

Event description:
It was reported that during a morning routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was experiencing battery issues and would shut off within minutes of being unplugged. It was later reported that the battery was showing that it was fully charged when the iabp unit shut off. A getinge therapy specialist has advised that the ac mains switch was checked and is in the "on" position. There was no patient involvement, and no adverse event reported. After further investigation, on march 5, 2020 we confirmed that this complaint has been duplicated in our system. Please note that all relevant information regarding this event has been captured and submitted under mfg report # 2249723-2019-02033.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. Attempts are being made to the customer to obtain additional information. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was experiencing battery issues and would shut off within minutes of being unplugged. It was later reported that the battery was showing that it was fully charged when the iabp unit shut off. A getinge therapy specialist has advised that the ac mains switch was checked and is in the "on" position. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.